Event description:
It was reported that the patient had increasing difficulty connecting and receiving good coupling with the recharger. Today while with the patient the representative noticed this as well; they received poor recharge quality whereas before they did not have this issue. A replacement recharger (rtm) was requested. Additional information was received from the patient. Pt called in and stated that the new rtm cord did not resolve the charging issue. Pt is still getting "no device found" when they are trying to connect. Patient services (pss) tried to walk pt through passive recharge mode but pt stated they been through passive recharge mode multiple times with both their old rtm and the new rtm cord but they still cannot connect to charge. Pt verified that they cannot feel the ins through the skin. Pss told pt that a controller will be sent to try to resolve the charging issue but if the controller does not resolve the issue he should have the ins checked. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The pt called back stating that they are having trouble with the implant where they cannot go above 25-30%. Pt states they were seeing excellent and good but the device would not charge. Patient services (pss) redirected the patient to their healthcare provider (hcp). Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep called to discuss the recharging issues. The rep stated that they were going to meet with the patient and check the recharge logs and capture it in a mdt file.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep was asked what the cause was of the patient not being able to charge after receiving a replacement controller and recharger telemetry module (rtm) and the rep reported that the cause was determined; the pt was not placing the rtm in the best location for optimal recharging. The actions taken to resolve was bringing the pt into the clinic on (B)(6) 2022 for physician recharge. The rep reported that this issue was resolved and the information was confirmed by a physician/account. ***MDR decision updated to not reportable. No supplemental reports are required unless additional information indicates reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.